Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, over-sensing and inappropriate mode switch were noted on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a follow-up in clinic, noise resulted in the oversensing and inappropriate mode switch episodes were noted on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the right atrial (ra) lead was capped during an unrelated procedure to resolve the event. The patient was stable and will continue to be monitored.